Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing including clear passage, pressure and priming were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of clearlink system non-dehp solution set disconnected from a lipid bag which resulted in a leak. The set spike slipped out of the bag after the bag was spiked during a replacement with a new bag of lipids during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.